Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the user attempted to insert the spring wire guide into the introducer needle, it would not advance. The user opened a new kit, but the same issue occurred. A third kit was used to complete the procedure. No patient harm reported.

Event description:
It was reported that when the user attempted to insert the spring wire guide into the introducer needle, it would not advance. The user opened a new kit, but the same issue occurred. A third kit was used to complete the procedure. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly with the swg inserted into a 20 ga introducer needle and a lidstock for evaluation. Visual inspection of the swg revealed two bends in the guide wire body with offset coils in the major bend. No damage was noted to the introducer needle. Microscopic examination confirmed both welds were present and spherical. The bends in the guide wire measured at 337 mm and 430 mm from proximal weld. The total length of the swg measured 456 mm which is within specifications of 449.2-458.8 mm per swg product drawing. The outer diameter of the swg measured 0.622 mm which is within specifications of 0.610-0.635 mm per swg product drawing. The outer diameter of the needle measured 0.03580" which is within specifications of 0.0355-0.0360" per cannula graphic. The inner diameter of the needle measured 0.027" which is within specifications of 0.027-0.0285" per cannula graphic. The swg was removed from the 20 ga introducer needle with moderate force and revealed biological material on the swg body. The wire and needle were functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. Using the two-piece arrow advancer , advance spring-wire guide through syringe into vein. Hold spring-wire guide in place and remove introducer needle and raulerson syringe." The swg was able to pass through the returned 20 ga introducer needle and a lab inventory ars with minimal resistance. A manual tug test confirmed both the proximal and distal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. Two bends were found in the returned swg. The returned guide wire and introducer needle met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the sample returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.